Manufacturer narrative:
The implantable neurostimulator passed functional testing. No issues were observed with recharging. There were no significant anomalies of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was a longer than normal recharge time and that the patient was having difficulty recharging due to device position. It is unknown when these issues started to occur. Recharge troubleshooting was attempted to try and resolve the issue. The implantable neurostimulator was replaced on (B)(6) 2016 although there were discrepancies with the date and it may have occurred on (B)(6) 2016. The interrogation print-out of the explanted implantable neurostimulator reported that the neurostimulator status was ok. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.